Manufacturer narrative:
Device received with a64 alarm during self test, problem isolated to board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received rf pic failed selftest. The customer¿s blood glucose level was unknown at the time of the incident. The customer performed self test and it failed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.